Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved did not appear to deploy or seal correctly. Manual pressure was performed to achieve hemostasis. There was no harm to the patient. Extended lab time was required post procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint could be confirmed for incomplete hemostasis post use of the angio-seal device based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the risk file.